Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported ER visit and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone15.4. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was taken to the emergency room on (B)(6) 2026 when they had a seizure and lost consciousness with hypoglycaemia while wearing the pod between 24 and 36 hours. The patient was at a supermarket and experienced a feeling of light-headedness and then had a seizure and lost consciousness. The patient regained consciousness at the emergency room and reported at this point their blood glucose levels measured 52 mg/dl. The patient was treated with dextrose and magnesium. The patient also underwent imaging, including a computed tomography (CT) scan of their head and an unspecified scan of their chest, results from these scans were not reported. The patient was released later the same day.